Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 57.0 cm and 59.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod8 revealed kinks on its pusher assembly. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance was unable to be determined. During functional testing, the pod8 was able to advance through its introducer sheath and a demonstration lantern with resistance due to the kinks on its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod coil through the lantern, the physician experienced resistance gradually and subsequently, the pod coil became stuck in the middle of the lantern. Therefore, the pod coil and lantern were removed, and the lantern was flushed. The lantern was then reinserted into the patient. While re-advancing the same pod coil through the lantern, the physician encountered resistance again; therefore, the lantern and pod coil were removed. The procedure was completed using another pod coil, two pod pcs, and the same lantern. There was no report of an adverse effect to the patient.